Event description:
When delivering a shock to a patient¿s chest during a planned cardioversion with our zoll/defibrillator machine, the patches on the patient¿s chest sparked and made a loud popping noise.